Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed; analysis revealed a breach due to a depression on the outer insulation. A cosmetic depression of the outer insulation was also noted, and blood ingress as well. Concomitant product: (B)(4) implantable cardioverter defibrillator (ICD) (B)(6) 2008, (B)(4).

Event description:
The lead was returned to the manufacturer with no information. Follow-up was done to determine why the lead was explanted, however no additional information was received. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.